Manufacturer narrative:
Model/lot#. Similar to us model 2800. Attempts to obtain additional information and device were unsuccessful. Without return of the explanted device the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 23mm aortic valve was explanted due to unknown reasons after an implant duration of approximately 5 months. The explanted device was replaced with a 25mm aortic bioprosthetic valve. No additional information was provided

Manufacturer narrative:
Additional manufacturer narrative: the reason for the explanted device was due to prosthetic valve endocarditis is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Early onset of prosthetic valve endocarditis generally reflects contamination arising in the perioperative period and is not in any way related to the sterilization or packaging process of the device. Through further assessment, it was determined this event is non-device related. No corrective action is required.